Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The condition was confirmed. The console displayed an e8 error code at initial start up and did not change. The motor was tested an would not run. There is evidence that the flex circuit is damaged and the hall sensors all read high at all times. The flex circuit and halls sensors are most likely damaged due to immersion at the customer site. (B)(4).

Event description:
Report received from the USA stating that the device had an "e8 error message on console". The device was used during a surgical procedure. No injury or medical intervention occurred. There was no add'l info provided.